Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle was open. There are kinks to the outer sheath at the nosecone, 3cm and 8.2cm from the nosecone. There is a kink to the middle sheath 10.5cm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The stent was deployed and did not return for product analysis. There is blood on and in the device. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the heavily tortuous and heavily calcified superficial femoral artery (sfa). The procedure was a chronic total occlusion (cto) procedure. Following pre-dilatation, a 7x120 eluvia stent was advanced contralaterally over a non-bsc guidewire inside a 6f sheath and then was removed without use. A 6x120 eluvia stent was then placed in the distal. The 7x120 was introduced again and during deployment, the eluvia stent stopped deploying halfway. Neither the thumbwheel nor the pull grip would finish deployment. The handle was broken apart, the physician manually pulled the cable, and the stent was able to complete deployment. The stent was deployed successfully with very minimal to no stretching. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
Evaluation result codes was updated from 3211 to 3211 and 3252 correction was made to device evaluated by MFR summary. See below for updated information. Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle was open. There are kinks to the outer sheath at the nosecone, 3cm and 8.2cm from the nosecone. There is a kink to the middle sheath 10.5cm from the distal end of the middle sheath. The middle sheath is separated from the retainer. There is no visible part of the middle sheath left in the retainer. Microscopic examination revealed no additional damages. The stent was deployed and did not return for product analysis. There is blood on and in the device. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the heavily tortuous and heavily calcified superficial femoral artery (sfa). The procedure was a chronic total occlusion (cto) procedure. Following pre-dilatation, a 7x120 eluvia stent was advanced contralaterally over a non-bsc guidewire inside a 6f sheath and then was removed without use. A 6x120 eluvia stent was then placed in the distal. The 7x120 was introduced again and during deployment, the eluvia stent stopped deploying halfway. Neither the thumbwheel nor the pull grip would finish deployment. The handle was broken apart, the physician manually pulled the cable, and the stent was able to complete deployment. The stent was deployed successfully with very minimal to no stretching. There were no patient complications and the patient was stable post procedure.

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the heavily tortuous and heavily calcified superficial femoral artery (sfa). The procedure was a chronic total occlusion (cto) procedure. Following pre-dilatation, a 7x120 eluvia stent was advanced contralaterally over a non-bsc guidewire inside a 6f sheath and then was removed without use. A 6x120 eluvia stent was then placed in the distal. The 7x120 was introduced again and during deployment, the eluvia stent stopped deploying halfway. Neither the thumbwheel nor the pull grip would finish deployment. The handle was broken apart, the physician manually pulled the cable, and the stent was able to complete deployment. The stent was deployed successfully with very minimal to no stretching. There were no patient complications and the patient was stable post procedure.